Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. Torsional fracture patterns were found at transition of hex into radius of driver. A torsional fracture pattern likely indicates an excessive twisting load (torsion).

Event description:
During tightening of a screw with a driver, the tip of the driver stuck in the head of the screw. The driver tip broke off in the screw head when the surgeon pulled the driver forcibly. The tip of the driver was not able to be removed so it remains implanted in the patient.